Manufacturer narrative:
Event description: it was reported that the patient was implanted with a mobility g7 and protasul head on an unknown side and on an unknown date and underwent revision on (B)(6)2020 due to implant fracture. Review of received data: no medical data relevant to the case has been received. Product evaluation: visual examination: the protasul head was received for investigation. It shows a large wear area at approximately 45 degrees (middle of the articulation surface). The head's taper shows some normal signs of usage. The mobility g7 insert was also received and is fractured in two pieces. The insert is investigated under (B)(4). Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: compatibility between the head and liner were confirmed; however, compatibility of the entire construct could not be confirmed without product identification of the shell and stem. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Ncr(s): no ncr with a potential correlation to the reported event was found. Conclusion: it was reported that the patient was implanted with a mobility g7 and protasul head on an unknown side and on an unknown date and underwent revision on (B)(6)2020 due to implant fracture. The visual examination showed a large wear zone at approximately 45 degrees (middle of the the articulation surface). It is most likely that this wear zone derived after the fracture of the mobility liner due to the direct contact with the shell. Based on the investigation the reported event can be confirmed. The investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). Note: the mobility g7 insert was also received and is investigated under (B)(4).

Event description:
Investigation has been completed.

Manufacturer narrative:
Medical product: g7 dual mobility liner 38mm c; catalog no#: 110024461; lot#: 795360. Therapy date: (B)(6) 2020. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to implant fracture.